Event description:
Per the clinic, the patient experienced an infection at the implant site secondary to a middle ear infection. Subsequently, the device was explanted (specific date not reported) and the patient was re-implanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.